Event description:
In 2007, approximately at 11:30 am (pacific time), the lay user/patient contacted lifescan alleging that her one touch. Ultra meter started to power off during use at 8:30 am (pacific time) on the same day. She kept on trying to test on her meter every 15 minutes but the issue persisted. At an unspecified time after the issue began, she reportedly developed symptoms of feeling warm, sweaty, little shaky, and thirsty. She denied taking any actions in regards to her diabetes treatment and receiving any medical intervention. The patient admitted that she did not replace the battery per the owner's manual and did not have a replacement battery to troubleshoot on the phone. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms after the power issue started.